Event description:
During a lap cholecystectomy procedure the jaws of the device become misaligned so bad that the surgeon could not remove the device out of the trocar. Unknown what firing cycle, rep stated that the device was used under normal circumstances and not under any stress. Another device was used to complete the case with no pt consequence.